Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the pump was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported the pump was inactive, so the hcp was contacted to investigate further. The hcp verified that the pump was removed, but on a prior date before the patient went to their clinic for checkups. It was stated that the hcp was informed by the patient that the pump was removed due to infection, and no other information was available. The event date was unknown. No further complications were reported.